Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported low battery message. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the pump was plugged into a/c power, it lit up and indicated that it was plugged in and charging. However, no matter how long it was left charging, it continued to indicate that the battery was depleted. There was no reported patient involvement.